Event description:
Additional information received reported the event was not related to the underlying patient condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A2. Only the year of the patient's date of birth was provided by the site. Therefore, only the year of the reported birthdate (1942) is valid. Continuation of d10: product ID react-71 (b642058); product type: ; MDR for the react-71 aspiration catheter will be submitted separately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a patient who underwent a mechanical thrombectomy procedure on (B)(6) 2024 in which a react-71 aspiration catheter and solitaire x stent retriever, as well as a non-medtronic stent retriever, were used to treat ischemic stroke. The patient's pre-procedure mtici was 0, mrs was 1, and nihss was 13. There was no reported device malfunction and mtici 3 was achieved. Post-procedure echography on (B)(6) 2024 showed presence of a partially thrombosed false aneurysm of the right common femoral artery. The event was not life-threatening and did not result in patient disability. However, the event required surgical intervention and either resulted in hospitalization or prolonged the patient's hospitalization. The site assessment of the event concluded the event had a causal relationship to the index/study procedure and was possibly related to the an underlying patient condition but was not related to the devices and was not the result of any device deficiency. The event was noted to be resolved and patient recovered on (B)(6) 2024.